Event description:
A hypermobile pump was reported. It was stated that the pump had migrated from its original position. An x-ray was indicated as to have been taken on (B)(6) 2010. Device was surgically repositioned on (B)(6) 2010. Patient had experienced no signs and symptoms. Patient outcome was noted as resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n088377, implanted: (B)(6) 2006, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).